Event description:
Able to ablate without ground pads. Ablation system was set-up with the apm at the foot of the table (highly visible). The doctor performed several burns before it was determined the ground pads were not connected to the apm. It is believed this discovery was accidental, probably due to the placement of the apm. There were no alarms or error codes mentioned. The doctor of clinical staff recognized their mistake; however they were surprised that the generator could even work without the pads connected.

Event description:
Able to ablate without ground pads. Ablation system was set-up with the apm at the foot of the table (highly visible). The doctor performed several burns before it was determined the ground pads were not connected to the apm. It is believed this discovery was accidental, probably due to the placement of the apm. There were no alarms or error codes mentioned. The doctor or clinical staff recognized their mistake; however they were surprised that the generator could even work without the pads connected.